Event description:
The customer contacted beckman coulter (bec) reporting that the (B)(4) clinical chemistry analyzer generated flyers for sodium (na) and potassium (k) on a patient sample without flagging. The initial patient results were considered to be erroneously low in comparison to the repeated results performed on the same instrument. No erroneous results were reported out of the laboratory. The patient sample was rerun on the customer's alternate instrument (au 5800 clinical chemistry analyzer) and recovered comparable results to the repeated results generated on the original instrument. There is no report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The customer confirmed that quality control (qc) was within specification prior to and after the event. The customer inspected the probe which appeared to be operating properly. The customer also checked the sample integrity which also appeared to be good. Customer stated maintenance was current at the time of the event and requested service. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse checked the flow path for obstruction and found no abnormalities. The fse replaced the reference valve because he identified a small amount of air on the inlet side of the valve in the reference line. The fse performed a prime, urine and serum calibrations, qc and precision run with coefficient of variation (cv) less than (B)(4).